Event description:
It was reported that during a laparoscopic cholecystectomy procedure, during extraction of specimen, the surgeon pulled out the pouch and at the verge of abodomen wall, the pouch broke. Noted that specimen is hardened with lots of stones inside. Surgeon used forcep to remove specimen. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.